Event description:
It was reported that the company representative measured high impedances on electrode #3 of the patient's implanted lead. Also, low impedances were measured between electrodes #0 and #1. The impedance between electrodes #1 and #2 was normal. The impedance between electrodes #0 and #2 was not known. The impedances were measured intra-operatively using alligator clips and an external neurostimulator. The physician determined there was a short in the lead but it was not removed. The device was turned off and a lead revision and battery replacement was planned for a future date, but had not yet been scheduled. It was also noted that the patient experienced a loss of therapeutic effect. If additional information is received, a follow-up report will be sent. See also manufacturer's report # 3004209178-2012-03751.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, explanted: na. Product typ, extension: product ID 3387-40, lot# j0231061v, implanted: (B)(6) 2003, explanted: na. Product typ lead left side system: product ID 7426, serial# (B)(4), implanted: (B)(6) 2005,explanted: na. Product typ implantable neurostimulator: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, explanted: na. Product typ extension: product ID 3387-40, lot# j0230919v, implanted: (B)(6) 2003, explanted: na product typ lead: product ID 7438, serial# (B)(4), product typ programmer. (B)(4).